Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was also reported that: "noting eventful happened during the surgery. During the post-op consult a couple of weeks later, a subsidence of the infinity tibia component was identified. Suspicion of soft anterior bone of the tibia."

Manufacturer narrative:
Corrected field: device code grid (h6). The reported event could be confirmed, since the CT scan shows an anterior loosening and subsidence of the tibial component. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that the clinical information is not completely detailed. With the provided CT scan from the 20th of feb. 2025 an anterior loosening and subsidence of the tibial component is visible. The CT also shows an uneventful positioning of the talar component. However, there is no information given when the implantation took place. The information given says, that the anterior subsidence occurred a few weeks after the index operation and that soft bone was under the suspicion of being the underlying cause. However, a few weeks after the initial operation a loosening or migration is often accompanied with an infection. If only poor bone quality was the underlying cause this would be clearly a patient related factor. An (early) infection could be treatment or procedure related. Based on investigation the root cause of the failure is attributed to the patient related factor i.e. Poor bone quality and (early) infection could be treatment or procedure related. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was also reported that: "noting eventful happened during the surgery. During the post-op consult a couple of weeks later, a subsidence of the infinity tibia component was identified. Suspicion of soft anterior bone of the tibia."